Event description:
Customer called for assistance using the device. It was discovered that the standard strip reading was out of calibration. The device was replaced and the defective meter was returned for investigation.